Event description:
It was reported that a physician attempted placement of the prostar xl 10f suture using the pre-close technique prior to a transcatheter aortic-valve implantation (tavi) procedure in the common femoral artery. Reportedly, when attempting to deploy the needles, a strong resistance was felt and the needles could not be deployed from the needle holders. A second prostar xl 10f device was used in the pre-close placement of the suture and hemostasis was achieved after the tavi procedure. The physician was reported to be trained in the use of the prostar xl 10f device. A 8fr sheath was used to insert the prostar xl device. The sheath was upsized to a 18fr sheath for the interventional procedure. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the handle and needles were in backdown position. There was presence of suture slack at the guide area and the suture bights were still inside the coiled suture lumens. There was no clamp mark found on the coiled suture tubes. There were needle strike marks on the barrel face. This confirmed the reported experience for the reported event because the needles will not be present at the hub. During the investigation, the handle was deployed and all the needles presented at the hub. The evidence of needle strike marks on the barrel suggested that the needles might have been deflected by an unidentified cause. Deploying the device at an angle greater than 45 degrees, or the patient anatomical conditions such as obesity, calcification or scarring of the site used in deploying the device can deflect the needles. The needle deployment of every device is checked during the manufacturing process, to ensure that the needles/sutures are in the correct orientation. The probable cause for the needle strike mark on the barrel face and for the needle missing/not presented at the hub during needle deployment is related to the operational context in which the device was used. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database did not reveal any other incidents reported from this lot, suggesting that there are no lot specific product quality deficiencies. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.